Event description:
Report received of an under-delivery. The pt was receiving an unspecified concentration of vancomycin in a 250ml bag via a PICC line. The rate desired throughout infusion was 166ml/hr. The infusion rates were calculated using the hyperbaric pressure conversion chart. The customer reported that at an ata less than 2.0, the pump delivered appropriately, however, at an ata of 2.0-2.4, the device would alarm with an audible "flow" alarm and revert to a kvo rate. The pump was unsucessfully restarted several times, and it was decided to stop the infusion. The pt reported that the PICC line was patent and flushed "well with good blood return". Approx 2 hours later, after completion of the hyperbaric treatment, the vancomycin infusion was resumed on a replacement pump without incident. The customer reported that this same event happened on this same pt a total of ten times over a two-week period. There were no adverse pt effects, and no medical interventions required. Though requested, no further info was received.